Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to a fluid damage in the endoscope through the perforated bending rubber. Repair replaced bending rubber. This report is being filed as part of the pentax backlog management plan.

Event description:
Poor quality image-black dots on image. The time of event is unknown. There was no report of patient harm.